Manufacturer narrative:
The device was not received for analysis; therefore no physical or visual analysis of the device can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. It was reported the device is not expected to be returned for analysis. If there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
When the micro catheter (prominent raptor) was exchanged using this device during sfa case, the micro catheter and this device got stuck. The facility judged that thrombus probably adhered in between the micro catheter and the wire. Since it was still not confirmed whichever was the cause, so both of the two devices were replaced with a new one and the procedure was completed without any issue. Procedure outcome: the procedure was completed with a different device as different manufacturer and different size successfully. Jupiter fc.